Event description:
Complainant indicated that during biomed testing, the bottom section of the device's screen was blank and critical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.